Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The primary tubing set was being used to deliver an unspecified length of time, the option-lok male adapter of a secondary tubing set was connected at an unspecified location of the primary tubing set for the delivery of normal saline. After an unspecified length of time, it was reported that when the option-lok male adapter of the secondary tubing set was being disconnected from the primary tubing set, the tubing of an unspecified tubing set separated from the male adapter and normal saline ran freely out of the primary tubing. No specific details were provided. The tubing was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.